Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a continuous ventricular arrhythmia requiring defibrillation or cardioversion. The causal relationship to the device was assessed as unlikely; however, causality could not be definitively ruled out. This determination was based on the presence of an arrhythmic condition prior to transplantation. The patient was re-admitted due to arrhythmia. Treatment during re-admission included adjustments to medication as part of clinical management. The patient was readmitted from (B)(6) 2025 to (B)(6) 2025.